Event description:
A customer reported to beckman coulter, inc. (Bec) that no foam bottle tubing on unicel dxc 600 pro synchron clinical system was leaking. Approximately 700 ml of no foam was spilled onto the floor, and the customer used paper towel to clean up. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer stated y fitting broke, but did not have a spare fitting. Bec field service engineer (fse) visited the site on (B)(4) 2011 and replaced the y fitting. (B)(4).